Event description:
It was reported that high lead impedance was read at a follow up appointment during diagnostic testing. The treating physician programmed the pt's generator off and will not recommend the pt for revision surgery as the pt will enter a drug study. Furthermore, the treating physician does want to have the pt's generator explanted due to reports of pain in the chest pocket. At the moment, no pt trauma or manipulation has been reported to the chest or neck area and good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.